Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, high impedance was observed. Review of the egm showed sudden increase in impedance since 2015, loss of pacing capture and variation in r-wave. Programming changes were made. X-ray revealed cut at level of the first rib and clavicle. The lead was capped and replaced on (B)(6) 2016 with competitor without complications and the patient tolerated the procedure.